Event description:
It was reported that the patient had "advanced osteoarthritis" and was to undergo a reverse total shoulder arthroplasty. When accessing the shoulder it was found that the patient had a highly attenuated subscapularis in a very diseased biceps tendon. The subscapularis was carefully removed from the lower tuberosity and the proximal humerus exposed and examined. Periperal osteophytes were removed. Following osteotomy, gross osteoporosis and poor bone quality were noted. A roximal humeral protector was "gently" put on the proximal humerus and then relocated in the wound and retracted posteriorly. However, as soon as the surgeon retracted, there was a fracture of both the greater and lesser tuberosities. Patient was treated with cerclage sutures around the proximal humerus during surgery.the surgeon did not relate the fractures to the device but did relate it to the surgical procedure. Due to the complexities of the case and the patient's poor bone quality the patient was under anesthesia for an additional period. There was no other clincial consequence to the patient.